Event description:
This is the first MDR submitted for the first suspect product: a physician reported a pt was double skin-tested on 12 jun 1998 and on 29 june 1998; both tests were negative. On 26 august 1998, the patient was treated with two formulations of product in glabella, nasolabials and the oral commissures. The procedure was unremarkable. In late october 1998 (exact date not known), the pt noticed redness and lumpiness at the glabella and lumpiness at the oral commissures. On 27 october 1998, the pt reported the symptoms to the physician. On 28 october 1998, symptoms of erythema and lumpiness were noted at the glabella, lumpiness only in the oral commissures, but no symptoms in the nasolabial folds. The physician diagnosed the symptoms as hypersensitivity related and prescribed intramuscular kenalog, oral prednisone and oral benadryl. On 11 november 1998, the pt returned with only pinkness at the glabella. The physician continued the oral prednisone. On 9 december 1998, the physician noted the symptoms were improved. The physician administered intralesional kenalog at the glabella. On 22 december 1998, the pt was given more intralesional kenalog and topical aclovate and zonalon creams. As of 22 dec 1998, the physician reported that the symptoms continued to diminish with corticosteroid intervention.